Manufacturer narrative:
The subject endoscope was inspected and found to have a malfunctioning camera. The device was repaired and returned to the customer on (B)(6) 2017.

Event description:
During a therapeutic colonoscopy procedure, the monitor screen displayed a solid pink color. The procedure was able to be completed and there was no patient injury.